Event description:
It was reported that during the procedure, the fiber failed. It was noted that the fiber degraded. The procedure was completed with another of the same device. There were no patient complications. Analysis of the returned fiber identified that there is a fracture within the connector.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the fiber was thoroughly analyzed. Microscopic inspection found that the tip was degraded, and the connector had an internal connector fracture. Visual inspection found no defects. Functional tests were performed and found that the aiming beam was dim and noted that the applicator was used once. A review of the device instructions for use (IFU) was completed and states to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. The device history record (DHR) was reviewed and indicated that the device met all manufacturing specifications. The fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating there was an expected or random component failure without any design or manufacturing issue.